Manufacturer narrative:
Information references the main component of the system and the other applicable components are product ID 3889-28 lot# va0hhdh implanted: (B)(6)2014 explanted:(B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of (B)(4) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Product analysis # 701752501: analysis information -- (B)(6) 2017 14:54:12 cst pli# 20. Product ID# 3058 analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. During destructive analysis, the hybrid portion of the ins was tested with a known good battery and was found to function within spe cifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0hhdh, implanted: (B)(6) 2014, explanted: 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for interstim - other and urinary dysfunction/sacral nerve stimulation. Hcp reported out of range impedances. The physician scheduled the patient for a revision. During the revision, bodily fluids was noticed inside the space that the lead is inserted into the battery. Hcp questioned if that could have caused the ins to malfunction. When the patient was under sedation, the hcp asked the rep to run an impedance check again. The impedance check the rep performed showed the same out of range results. The lead and ins were replaced and the issue was resolved. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of (B)(4) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery d epletion. Section d information references the main component of the system and other applicable components are product ID (B)(4) lot# (B)(4) serial# implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
No new information.